Event description:
A user facility inventory manager reported that a dialyzer blood leak occurred almost immediately after the initiation of the patient¿s hemodialysis (hd) treatment. The leak was not visually observed. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation. Additional information was requested however to date has not been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Corrected information: h.6.

Event description:
A user facility inventory manager reported that a dialyzer blood leak occurred almost immediately after the initiation of the patient¿s hemodialysis (hd) treatment. The leak was not visually observed. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation. Additional information was requested however to date has not been provided.

Manufacturer narrative:
H.3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. During the gross visual examination of the sample, a potted fiber fragment was observed on the cavity ID end of the dialyzer. The fiber fragment extended from the potting surface approximately 2.59 mm in length, under magnification, at approximately 330°, with the dialysate ports situated at 0°. An opposing end to the fiber fragment could not be isolated. No other damage or irregularities were noted on the returned sample. The sample was not subjected to a laboratory leak test as a potted fiber fragment is known to affect the integrity of the dialyzer and cause a leak. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The leak is confirmed due to a potted fiber fragment. The probable causes for this failure to occur include handling of the fiber bundle during production and insertion of the fiber bundle into the dialyzer housing. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas vision systems, and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility inventory manager reported that a dialyzer blood leak occurred almost immediately after the initiation of the patient¿s hemodialysis (hd) treatment. The leak was not visually observed. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation. Additional information was requested however to date has not been provided.